Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
"Patient occurred a dislocation on the right hip leading to a revision of the implants."

Manufacturer narrative:
Reported event: an event regarding dislocation (leading to revision) involving an unknown bi-mentum acetabular cup was reported. Conclusions: based on communication with depuy, it is confirmed that the reported device is not a serf product. No further investigation will be then performed by serf. Corrective action/preventive action: no action is required.

Event description:
No new information.